Event description:
The customer reported that a blue material, the same color as the blue device jaw, was found inside the pt. The material was retrieved. The customer stated that there was no noticeable damage to the instrument. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.